Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, loss of capture was observed. Another lead was used to complete the procedure. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.